Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as the exact date of the event is unknown; however, it was reported that the event occurred in (B)(6) 2020. FDA registration #: (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an upper endoscopy with dilatation of the gastric duodenal stricture procedure performed in (B)(6) 2020. The exact date of the procedure is unknown. During the procedure, it was noted that the balloon has a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.